Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, high flow insufflation unit had a minor gas leakage found from electric flow unit. There were no reports of patient involvement.

Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed minor gas leak from electric flow unit could not be determined. Olympus will continue to monitor field performance for this device.